Event description:
Bed was alarming codes 30-65. No injury reported.

Manufacturer narrative:
Technician found the bed in storage area. Bed alarming with code 30-65, found bad left caregiver ucm board. Board label had holes in it, allowing fluid to ingress. Replaced the left ucm board and label to resolve this issue.